Event description:
New information received notes that patient presented in clinic with post-paced t-wave oversensing. Further reprogramming changes were recommended.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin transmission. Patient was asymptomatic. Programming changes were made and there were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.